Event description:
It was reported that the unit failed on patient per customer. No additional information.

Manufacturer narrative:
Other, other text: b5: additional info received via email 21-jun-2022. Event date updated (03/01/2022). Event occurred while the device was used with the patient. It shut down then replaced the circuit and it began working again. The patient did not have any adverse effects.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. The device passed the functional test. Issue may be intermittent. Suspect demand detector. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced sintered filter, o rings and o ring washer. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Initial reporter also sent report to FDA is unknown.